Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed transducer fault after powering up the unit. There is no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the main printed circuit board assembly and turbine assembly. The issue reported by the customer could not be confirmed and duplicated. The ventilator was powered in ventilate mode and unit oscillates with no fault and displays no alarms. Calibrations were done and all were successful. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.